Manufacturer narrative:
(B)(4). The ventilator was received for evaluation. The device ran on a test lung, and no issues were observed. The event log was downloaded, and it was confirmed the "circuit check pass" followed by "check circuit alarm" while the device was in breathing mode. Tried to simulate the settings and sequence of the operations listed in the log, but was unable to duplicate the "check circuit" alarm. No components were replaced. The customer reported malfunction was not duplicated, as the ventilator was found to be functioning as intended.

Event description:
It was reported that prior to patient use, the ventilator passed the circuit check, and would also exhibit a warning alarm to check the circuit. The ventilator was set-up six times with the same outcome. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.